Event description:
The customer reported that on (B)(6) 2021, room 100 in the moring the intellivue mx550 patient monitor failed to alarm for saturation (spo2) low. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2021, room (B)(6) in the morning the intellivue mx550 patient monitor failed to alarm for saturation (spo2) low. The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving patient or user was reported.